Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported device reset was confirmed as a power on reset (por). This occurred about an hour after the ICD had been reprogrammed to disable the high voltage therapy. It is believed that electrical activity from the ablation equipment caused the por.

Event description:
It was reported that the device was interrogated prior to an ablation case in order to disable the high voltage therapies. After 11 hour ablation procedure the device was re-interrogated and was found in bvvi mode due to hardware reset. The device was explanted and replaced.